Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured march 1, 2014 ¿ march 3, 2014. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was filled with water and backflow was observed at the fill port. Further visual inspection revealed a fragment measuring approximately 0.30 mm in size under the check-band of the device. Fourier transform infrared spectroscopy revealed the fragment to be glass. The cause of the backflow was determined to be the glass fragment. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the "connect position of (the) constant speed regulator." There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.